Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and verified hardware performance in response to this event. The fse could not identify a hardware malfunction which may have caused, or contributed to this event. In conclusion, upon review of all supplied data, there is insufficient evidence to determine a definitive cause for this event. There is no indication that the device (access accutni reagent) was returned to beckman coulter for investigation.

Event description:
The customer reported obtaining an erroneously elevated access accutni (troponin I) result above the acute myocardial infarction (ami) cut-off for one (1) patient from the access 2 immunoassay analyzer. The customer reported that the result was released out of the laboratory. However, the customer stated that there was no change or affect to patient treatment in connection with this event. The patient sample was repeated seven times on this access 2 analyzer and reproducible accutni results within the normal reference range were obtained. The patient was also redrawn and tested on this access 2 analyzer and reproducible accutni results within the normal reference range were obtained. All system parameters including quality control (qc) and calibrations performed within the assay/instrument specifications prior to and following the event. The customer reported that the instrument did not generate any errors at the time of testing. The customer also reported that additional patient samples had been repeated as a troubleshooting measure, and all results were reproducible. The access accutni reagent was used in conjunction with the access 2 immunoassay analyzer serial number (B)(4) for this event.